Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u1909114), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that the vapr tri-polar wand clogged early in the case for no apparent reason and could not be cleared. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline and blood residues. The electrode tip shows signs of activation, the suction holes are free of tissue debris or any other residues. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing, the electrode was sent to the manufacturer. Supplier evaluation result for vapr tripolar 90 suction elect: device was not returned in the original packaging. The active tip of device shows signs of activation with tissue debris around the periphery and in the suction port. The suction tubes show signs of residue, finally, no visible damage on shaft, handle and cable. The capacitance and continuity tests were performed; as a result, all the parameters passed. Functional testing was conducted using vapr vue generator (gml4854/2); the following result showed that during ablate and coagulate did not present any anomalies; also, all the parameters passed too. A flow test was performed with flow control valve open, the test failed. Supplier summary: the customer claim of the suction being clogged was confirmed. The blockage was found to be tissue debris at the distal end of the device. Attempts to free the blockage were unsuccessful. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A manufacturing record evaluation was performed for the finished device [u1909114] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during shoulder repair surgery on (B)(6) 2020, it was observed that the vapr tri-polar wand clogged early in the case for no apparent reason and could not be cleared. The procedure was completed with a replacement device. There was a surgical delay of 60 minutes. There were no adverse patient consequences. No additional information was provided.